Event description:
It was reported that a patient underwent an unknown spinal procedure. During a revision due to adjacent level disease, the tips of both drivers were broken off. The broken pieces were able to be removed and no patient complications were reported. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Material hardness also confirmed to be conforming. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surface plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload.